Event description:
It was reported, to boston scientific corporation. That a trapezoid rx was used in the common bile duct, during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, one of the basket wires broke. The procedure was completed with another trapezoid rx. There were no patient complications, as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401, captures the reportable event of basket wire break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h10: investigation results the returned trapezoid rx was received for analysis. It was found during visual inspection without any visible damages. Based on the available information, it was determined that the device did not have any visual issues/damages, the unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, one of the basket wires broke. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event.